Event description:
It was reported that the health care professional (hcp) called for review of stored atrial tachy response (atr) episodes. Technical service reviewed the data and found many atr had noise which appeared to be due to muscle noise on the right atrial (ra) channel and shock electrogram (egm) which was oversensed resulting in the inappropriate stored atr episodes. Ts discussed possible insulation challenge based on how old the lead is and recommended an in-office evaluation. At this time, the cardiac resynchronization therapy defibrillator (crt-d system remains in service. No adverse patient effects were reported.